Manufacturer narrative:
Product analysis damage was noted to the catheter heating element/coil. The heating coil was observed to be separated from the catheter shaft. Microscopic examination revealed bubbling/ burning of the fep layer of the heating element/coil. Burnt biologics were observed. Examination also revealed the heating element/coil of the device was exposed. Device did not undergo functional and continuity/resistance testing due to the damage seen to the heating element/coil. The catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient was treated for lower extremity venous insufficiency using the closurefast 7f 60cm catheter during a procedure on the great saphenous vein. The red mark was aligned when the connector was inserted into the generator. A catheter connection problem was identified; issues were noted when connecting/removing the catheter to/from the generator. The pins were not bent; the rfg receptacle was not inspected and all the pins remained on the catheter connector. The catheter was replaced to continue the procedure. Tumescent infiltration and local anesthesia were utilized, and hand compression was applied. The vein closed successfully, and only one segment was treated. No patient complications have been reported as a result of this event. When the device was returned it was noted that the coil was detached